Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood sugars are continuing to rise and he does not know what is going on. Customer's blood glucose was 412 mg/dl. Customer stated that he called earlier to change his rates but he was not sure if that was the case, or if it was the fact that he did not bolus enough to cover dinner. Customer was explained that he had to re-prime his line every time he removed the reservoir. Customer stated that he would do that from now on. Customer was assisted in priming 5.0 units but the insulin did not exit. Customer did a manual prime and the insulin exited without any problems. Customer was advised to do a complete set change.